Manufacturer narrative:
No product has been returned for investigation as no product malfunction has been reported. Review of the data provided indicates event was caused by surgical procedure. Though, this event was during a nuvasive procedure, no nuvasive implant or instrument was reported to be the cause or contributor. "...potential adverse events and complications: infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection; damage to blood vessels..."

Event description:
It was reported patient¿s internal iliac artery was damaged during procedure and procedure was discontinued. As per reporter patient has recovered and procedure will be performed at a later date.